Event description:
It was reported that, before opening the package, a hair-like substance was found in it; the product was not used. No patient injury was reported.

Manufacturer narrative:
The product was returned for evaluation. Upon visual inspection, a hair-like substance in the unopened package was noted. This is a supplied item and the device history record (DHR) is at the supplier. Manufacture and expiration dates are unknown. The product has been sent to the supplier. Should additional information be returned pertinent to the investigation, a supplemental report will be filed. Operator of device is unknown. No information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).